Manufacturer narrative:
(B)(4).

Event description:
In a follow up a nurse reported that a patient had two intraocular lens (iol) exchanges. There are two files for the same eye, same patient. This file is for the first lens exchange due to an unexpected refractive outcome.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported a patient to have a myopic refractive surprise and blurred vision. The lens was exchanged for another model. There are two medical device reports associated with this event. This report is associated with the fellow eye.